Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation.

Event description:
It was reported that during a cruciate ligament surgery the camera head became hot and caused second-degree burning on the surgeon. The surgery was finished successfully with a new device with the same part number. It was not necessary to switch the surgical technique or do a second surgery.